Manufacturer narrative:
Delivery issues: the fm "product damage (guidewire damage - peripheral vessel)" was updated to the fm "delivery issues" since there were no full/partial detachments observed on the returned guidewire. Clinical details state that the 0.018" wire could not be removed after delivering the pump, stopping in the peel-away sheath. The guidewire was returned and minor bending was observed near the tip as well as some unraveling at the beginning of the coiled section on the wire. The root cause of the delivery issues was not determined since insufficient clinical details were provided. Introducer damage - mechanical: clinical details state that the 0.018" guidewire could not be removed through the sheath and sheath tip damage was observed upon removal of the sheath. It was noted that there were no vessel conditions and it's unknown if excessive force was used. The 14frx13cm sheath was returned and there was damage found on the tip as well as a slight kink at the base of the sheath near the hub. The root cause of the introducer damage was most likely sheath tip split but the cause of the damage is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During the impella cp procedure, after positioning the guidewire in the ventricle the wire couldn¿t be removed. The wire stopped in the peel away sheath and they both were removed together. It was noted the tip of the introducer was split. It was also reported that the patient expired while on impella cp support. The relationship between the impella and cause of death is unknown.